Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # (B)(4).

Event description:
Philips received a complaint on the v60 ventilator indicating that the backup battery alarm had failed. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer was provided a quote for onsite service and replacement parts. The quote was accepted. Onsite service is scheduled for 15jan2023. This investigation

Manufacturer narrative:
H10: an onsite service was completed, and the field service engineer (fse) confirmed the issue of an 1104 backup alarm failed error code populating the screen while the unit was running and confirmed the code in the logs. The central processing unit pcba was replaced, and the reported issue was resolved. The device successfully passed all required tests and was returned to the customer for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: it was reported there was no patient involvement at the time the issue was discovered.